Event description:
It was reported that following anterior and posterior repair procedures, the pt experienced pelvic/low back pain and dyspareunia. Revision surgery was performed in 2007. The doctor performed a pelvic exam and noted mesh erosion of 4 cm in length and 0.5 cm in width. In 2008, the doctor removed the posterior vaginal wall mesh. No further complications have been reported.